Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they admitted to hospital due to diabetic keto acidosis and high blood glucose value. Treatment, date and duration of hospitalization was unknown. Customer stated she had been off insulin pump for roughly a month and at the time she went into the hospital. Insulin pump will not be returned for analysis.